Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a dissection occurred. The lesion was located in the ostial diagonal of the left anterior descending (lad) artery. The physician advanced a 2.0x12mm maverick balloon dilation catheter and inflated the maverick balloon an unspecified number of times. Approximately 45 minutes later the patient had st elevation. The physician noted that a dissection occurred in the lad. The lesion was pre-dilated with a 2.0x9 maverick balloon catheter and two taxus liberte stents, a 2.25 x 32mm and 2.25x12mm, successfully were placed in the lad. No further patient complications were listed and the patient¿s status was reported as ¿fine¿. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).